Event description:
It was reported that the patient with this right atrial (ra) lead underwent a lead revision with reason unknown. This lead remains service. No additional adverse patient effects were reported.